Event description:
The patient underwent a surgery on (B)(6) 2025, to retrieve a migrated sense lead body tip. The surgeon made 4 incisions and collapsed the patient's lung to gain access to the sensor tip and retrieve it. The surgeon placed a chest tube after the procedure was completed.

Event description:
During a routine examination, the physician observed a device sensing issue. Imaging was performed and the distal tip of the sensing lead was suspected of separating from the lead body. Physician brought the patient in for surgery and found the distal sensor tip had separated from the lead body and had migrated after separation. The physician determined that retrieving the sensor would expose the patient to greater risk and decided to leave the sensor behind in the patient. Physician replaced the entire inspire system with no further issues. The revision surgery restored therapy and the issue is now resolved.